Manufacturer narrative:
Results: the 3maxc was stretched from approximately 147.0 ¿ 160.5 cm from the hub. The device was fractured approximately 150.5 cm from the hub. The distal fractured portion was within the snare device and second returned 3maxc. The total length of the device was approximately 166.0 cm. Conclusions: evaluation of the returned 3maxc confirmed a fracture and revealed the distal shaft was stretched. If the 3maxc is forcefully retracted against resistance, the device may become stretched and fracture. The kinked non-penumbra aspiration catheter likely created the resistance experienced during the procedure. The non-penumbra catheter identified in the complaint was not returned for evaluation. There were no allegations against the second returned 3maxc as it was only used to retrieve the fractured portion of the first 3maxc. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the 3maxc broke while being pulled through a non-penumbra catheter that had kinked. Therefore, the physician used a new 3maxc and a snare device to retrieve the distal tip of the broken 3maxc. The procedure was then completed using a penumbra system ace68 reperfusion catheter (ace68) and the second 3maxc. There was no report of an adverse effect to the patient.